Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were 196mg/dl (in the reported issue notes it doesn't state if this is a meter or lab reading). Tests were done <10 minutes apart with a difference of 91% (in the potential medical it provides this result). Patient did not experience any adverse events. No further information has been reported.